Event description:
It was reported that the MFR field service engineer (fse) was servicing the imaging system. There were no employees, pts or physicians present. The fse secure the system prior to leaving the cath lab (to procure add'l supplies) by closing the back panel of the unit to avoid exposure. The fse was contacted by the MFR's territory manager after he had left the site. The MFR's territory manager said that the customer reported seeing smoke coming from the system before it shut down. The fse returned to the site and unplugged the system. The imaging system was returned to the MFR for eval.

Manufacturer narrative:
(B)(4). During investigation, the cpu was removed from the system. There was no damage observed on the outside casing of the computer system. The front panel was removed; a pinched 12 volt wire and a pinched ethernet cat5 cable were observed. A burned mark and blackened soot were observed on the back plane of the back panel. In addition, damage to the j30 connector was observed as both bubbling on the white portion and damage to the "12v" connector. A burned area on the backplane and damage to the j30 connector is consistent with a 12v to ground short. The probable root cause of this failure was a 12 volt fan power line which became pinched between the air dam and the back panel, causing a short. The pinch was due to insufficient clearance between air dam and the back panel when the system's rear cover was closed off. The complaint database was reviewed and there was no other complaints reported for this failure mode for this system. The organization is conducting add'l investigation to determine if further action (s) need to be taken.